Manufacturer narrative:
Philips service adjusted the ceiling brake position and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the ceiling arm stopped operating due to brake contact failure on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.